Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause was not chosen due to a lack of information. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not completed due to a lack of information. Corrections: d10, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the wound drainage did not work.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the wound drainage did not work.